Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with 9 mm x 10 cm gore® viabahn endoprosthesis with heparin bioactive surface (vsx device) to treat left external iliac artery rupture during procedure. After the vsx device was advanced to target lesion, the deployment line was pulled out. The device couldn't be deployed as the deployment line was stuck. The vsx device was removed out of patient. Another vsx device with same size was utilized to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
H6: c19 - a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The reported stuck deployment line was not confirmed as the endoprosthesis was returned fully deployed and separated from the delivery system. Therefore, an independent assessment of deployment performance could not be conducted. The device was returned with a broken deployment line and internal abrasion to the proximal catheter. However, as the device was deployed after the procedure, the condition of the device as returned is not representative of its condition during the reported deployment complication. Neither the timing of occurrence nor cause of the observed damage could be determined. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with stuck deployment line could not be established with the available information, including device evaluation.